Event description:
It was reported that the infinity acute care system (iacs) stopped displaying electrocardiography (ECG) information while it was connected to a primus anesthesia station. The ECG information stopped displaying at both the m540 and cockpit monitors. The issue resulted in a 15-minute delay in patient care, but no adverse patient impact was reported.

Manufacturer narrative:
Draeger service was contacted to troubleshoot the issue, and it was suggested that the customer first shut down the device and unplug all cables and then reseat all the cables firmly back into the device and power the device back on. The troubleshooting was successful and confirmed that the issue was isolated to the cables and the cables needed replacement. The cables were swapped, and the issue was resolved. No service report was available for this event as draeger service was not involved.